Manufacturer narrative:
The exact date of the event is unknown. The provided event date was (B)(6) 2021 chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Medical device code (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on an unknown date. During the procedure, when trying to deploy a band, it would not fully deploy as the band would only move at the tip of the ligator cap and would not deploy onto the mucosal tissue. The same issue happened with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.